Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a broken spike; the spike was broken off at the base. No batch review was performed, since the lot number was unknown. The root cause of the damage was not determined. Renal product quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action, as appropriate.

Event description:
A nurse reported to baxter (B)(4) that spike of the set got damaged while being connected to yume set by clean flash. The set had been used for 60 days. There was no patient injury or medical intervention. There was patient involvement.